Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reproducible elevated testosterone results above the normal reference range for a female patient that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory; however, subsequent testing on an alternate methodology produced a lower, discordant result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were serum and allowed to clot for 30 minutes prior to centrifugation. The customer centrifuges the samples for 15 minutes at 2200 rpm. Per the customer qc supplied charts, both levels of testosterone qc have been within the customer's established ranges for the past 30 days. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.